Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an percutaneous transluminal coronary angioplasty procedure. Reportedly, during clip deployment, the deployment button could not be pushed down and the clip was not released. The safety release mechanism was activated and the starclose se device was successfully removed from the anatomy. Hemostasis was achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the starclose not deploying after the firing button was pressed was confirmed. Analysis found that the firing pin was missing and the device. Not having a firing pin in position would cause the reported experience of the starclose se clip not deploying. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. The cause of the event was most likely due to an isolated manufacturing error and is not believed to be indicative of the device lot. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been conducted. The performance of these devices will continue to be monitored.